Event description:
It was reported the physician pulled on the side port extension tube prior to insertion in the patient. The physician proceeded to use the introducer and the extension tube subsequently detached from the hemostasis hub mid-procedure. There was no reported patient injury. This was the second device used during the procedure.

Manufacturer narrative:
Product evaluation: one 8.5f fast-cath introducer was received for evaluation. The extension tubing was received detached from the side arm port. Visual inspection of the returned introducer revealed the extension tubing detached from the side port. Additional testing confirmed the presence of a solvent bond on the detached extension tube. Upon completion of additional testing, a follow-up medwatch report will be submitted.